Event description:
It was reported that during a cholecystectomy procedure that jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged jaws. Eval summary: the er420 instrument was returned with the jaws over twisted, when tested for functionality it ejected one clip, however, the device had a premature lockout. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.